Manufacturer narrative:
There has been a previous report received, where this malfunction resulted in a serious injury. Therefore, it must be presumed, that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable, per 21 cfr part 803.

Event description:
Patient reports, taking off the aligners, because they cracked the front two teeth. Unable to capture a clear image of the cracks on the phone camera. Currently, on upper/lower aligner #4. Dental history includes: impacted teeth at location 17 and grinding/clenching of teeth. Medical history includes: jaw clicks, when wide open.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.